Event description:
A surgeon reported a pt experiencing blurry vision following intraocular lens (iol) implant surgery. She indicated that the correct lens was implanted which was intended to correct his distance vision and astigmatism. However, it also made the pt slightly nearsighted. She indicated that she had counseled the pt about this but is unsure if the pt understands. She reported the pt sees "very well" with ucva 20/40 and bcva 20/30 (preoperative bcva 20/50). Add'l info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Add'l info was requested on 02/24/2012, 03/02/2012, and 03/09/2012 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).